Event description:
A customer obtained a troponin (accu tni) result of 3.07ng/ml on one patient.the result was reported out of the lab and questioned by the physician.a fresh sample collected from this patient was tested on the lxi and on a different instrument, and two results of "<0.03ng/ml" were obtained.the original sample was then re-tested on both instruments and accu tni results of 0.01ng/ml were generated.due to the erroneous accutni result, the patient was admitted to the hospital, which ¿prompted procedures¿. The customer was not able to provide information on what procedures were performed. No reports of death or injury to the patient have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin pst tube and centrifuged at 3,500 rpm for 10 minutes.the collection tube was properly filled and processed through the closed tube accession (cta) before being analyzed on the lxi instrument.qc was within specifications before and after the event. No messages were posted to the event log.the customer is not questioning any other assays or results.a field service engineer (fse) was dispatched: the fse noticed the sample analyzed prior to the sample in question yielded very high result, which replicated and was not in question. The fse found air in the dispense probe lines and evidence the wash pump had been leaking. The fse replaced hardware components. The fse noticed large amounts of "clotted garbage" around the cta wash stations which was cleaned. The fse ran a diagnostic test, carry over procedure, and qc. The root cause of this event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.